Manufacturer narrative:
Patient and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the o2 manifold is leaking. It is unknown if the unit was in use on patient , or if there's any patient harm reported.